Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported from mw5176109 that patient experienced ineffective therapy due to high impedances. As a result, patient underwent surgical intervention on an unknown date wherein the leads were explanted to address the issue. Initial reporter elected not to be identified